Manufacturer narrative:
Additional narrative: UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Legal claim and medical records received. Legal claim alleges discomfort and increased metal ions. No revision has been reported at this time. Update rec'd 5/26/15- litigation papers received. Litigation alleges pain, discomfort, inflammation, and elevated metal ion in the blood. The sleeve is being added to the complaint at this time.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 9/15/15-pfs and medical records received. After review of the medical records for MDR reportability, lab values indicate the metal ion levels were above 7ppb. No revision operative note was provided. There is no new additional information that would affect the existing investigation. The complaint was updated on:10/9/2015.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This product was not a recalled product. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.